Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Device evaluation found due to damage on ccd (charge coupled device) unit, a noise image occurs during angulation in ud (up/down) directions. The definitive root cause of damage ccd cannot be conclusively identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the bronchovideoscope displayed stripes in the image during angulation. The issue occurred during preparation for use. There were no reports of patient harm.